Manufacturer narrative:
Journal article: a multicenter registry evaluating percutaneous coronary intervention with new-generation drug-eluting stents in patients with obstructive left main coronary artery disease. Authors: alaide chieffo, md, akihito tanaka, md, gennaro giustino, md, et al. Literature reference: d x. D o I. O r g / 1 0. 1 0 1 6 / j. J c I n. 2 0 1 7. 0 8. 0 50 journal: j a c c : c a r d I ov a s c u l a r I n t e r v e n t io n s issue #: 2 3 year: 2 0 1 7. If information is provided in the future, a supplemental report will be issued.

Event description:
During procedures, endeavor, resolute integrity and resolute onyx drug eluting stents were implanted in the lad/lcx and rca. The following in-hospital and clinical follow-up outcomes were reported - death, myocardial infarction, tlr, tvr, stent thrombosis and cerebrovascular event. Some of the reported death events were adjudicated cardiac deaths.